Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue was due to a failed reed switch, designator sw5. The device was archived by stryker and the customer received a replacement device.

Event description:
Stryker was performing preventative maintenance on a customer's device and observed that the device is not powering on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the observed issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Stryker was performing preventative maintenance on a customer's device and observed that the device is not powering on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no patient use associated with the reported event.